Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the needle and holder separating or spinning out. The following information was provided by the initial reporter. The customer stated: it was reported that needles pop off. Needles popping off.

Manufacturer narrative:
H6: investigation summary bd received 39 samples from the customer in support of this complaint. Returned samples were examined and the signs shows of heat exposure, to the extent that the plastic pack has lost its form. On opening the blister pack, the luers fell apart with no external force required. Additionally, 30 retention parts were subjected to the pull force testing, all retained samples met specification requirements. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the returned samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the needle and holder separating or spinning out. The following information was provided by the initial reporter. The customer stated: it was reported that needles pop off. Needles popping off.